Event description:
Dyonics arthroscopic shaver blades leave 100s of small metal fragments behind in the patient. This applies to their soft tissue shaver blades and their arthroscopic bone burrs. Reference report: mw5148535.